Event description:
The patient presented to the hospital with inappropriate shocks due to sensing of myopotential. Insulation anomaly was observed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.